Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that after performing the functional test, the "defibrillation test: incorrect/electrodes". The fse evaluated the device on site. It was determined that the capacitor is deteriorated, it is still within tolerance (172.5, greater than 170) but, very close to the limit that gives punctual failures in the defibrillation test. The fse determined that the capacitor replacement is recommended, to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was a defective capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse provided a quote for part replacement of the capacitor. The fse informed the customer that the capacitor needed replacement and provided the part number and pricing for a replacement part. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that after performing the operation test, the heartstart mrx device gives an error in the ""defibrillation test: incorrect/defibrillator electrodes." There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.